Event description:
The beckman coulter field service engineer (fse) reported a leak when using the unicel dxh 800 coulter cellular analysis system. During an onsite service visit, the fse discovered vl114 (cbc waste chamber drain valve) was leaking at the base, between the valve and the solenoid. The volume of the leak was unknown and was contained within the instrument. The operator was wearing gloves and lab coat. There was no reported exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and observed a leak at the base of vl114 (cbc waste chamber drain valve), the fse replaced the valve resolving the leak. Identified failure modes: failure mode is related to pinch valve vl114 which had to be replaced. No erroneous results were generated. The failure mode identified is likely to generate erroneous results for rbc (red blood cell) /plt (platelet) and wbc (white blood cell) /hgb (hemoglobin) parameters due to dilution error in which there is improper sample/reagent delivery to the baths for cbc (complete blood count) analysis. Results may be flagged, un-flagged or non-numeric. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).